Manufacturer narrative:
E1 phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown." Device has been explanted, replaced with another manufacturer's device, and discarded.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii." Device has been explanted, replaced with another manufacturer's device, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, h6.